Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer requested review for medication error that occurred. Bd received additional information through due diligence attempts. Customer mentioned event details as follows: at 2001, new bag of dextrose 10 % started at a rate of 8ml/hr. At 2115 patient's peripheral IV noted to be edematous, dextrose 10% stopped at this time. Clinician noted that dextrose 10 % bag seemed to be at half volume from when started at 2001. Two rns checked for signs of disconnection in the bed or leaking from tubing, none noted. IV pump volume infused displayed volume of 16.92 ml (previous volume of starter tpn included in this total). Labs drawn. Glucose resulted as >450 mg/dl. Infant noted to be tachypneic and with moderate subcostal substernal retractions. Oxygen saturation also 84%-89% at this time. Patient placed on 4 liters of high flow nasal canula oxygen. New IV inserted and insulin bolus started. Blood serum glucose levels began to decrease back to baseline.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, concomitant med prod data, FDA notified? Additional information: report source, report source other, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, related report number grid and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue of over infusion of dextrose 10% was not able to be confirmed from the log analysis or could be replicated during device testing. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened the facility reported that the event occurred on (B)(6) 2025, at 9:38 pm. At 8:01 pm, the clinician reported using a new bag of dextrose 10%. At this time, the device received remote IV infusion parameters. The log recorded that the device was programmed to infuse drugid 170 at a rate of 8 ml/hr, with a volume to be infused of 450 ml. However, confirmation that drugid 170 corresponded to dextrose was not possible, as infusion parameters were not directly programmed into the pcu device. At 9:17 pm, a 30-minute delay was programmed by the clinician, and the device remained on standby until 9:37 pm, when the delay was canceled. At that point, the suspect device resumed the infusion, but at 9:38 pm, it was paused again and subsequently turned off at 9:40 pm, with a total volume infused of 17.029 ml review of the pcu error log showed there were no error logs available related to the reported event; review of the pump module error log did not report any errors recorded on the reported event date. Root cause: the root cause for the report of an over infusion of dextrose 10% was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer requested review for medication error that occurred. Bd received additional information through due diligence attempts. Customer mentioned event details as follows: at 2001, new bag of dextrose 10 % started at a rate of 8ml/hr. At 2115 patient's peripheral IV noted to be edematous, dextrose 10% stopped at this time. Clinician noted that dextrose 10 % bag seemed to be at half volume from when started at 2001. Two rns checked for signs of disconnection in the bed or leaking from tubing, none noted. IV pump volume infused displayed volume of 16.92 ml (previous volume of starter tpn included in this total). Labs drawn. Glucose resulted as >450 mg/dl. Infant noted to be tachypneic and with moderate subcostal substernal retractions. Oxygen saturation also 84%-89% at this time. Patient placed on 4 liters of high flow nasal canula oxygen. New IV inserted and insulin bolus started. Blood serum glucose levels began to decrease back to baseline. A copy of the medwatch report from FDA was received, which states ¿bag of d10% 500 ml bag hung at 20:01 at 8 ml/hour. At 21:17, (the patient's IV site was noted to be swollen, and staff noted that half of the 500 ml IV bag was noted to be empty. It was estimated that the pt had 272 ml infused; however, the IV pump said 10.28 cc had infused during that time. Pt developed subcostal retractions, decreased oxygen levels and was subsequently placed on supplemental oxygen. The pt's blood glucose taken at 21:30 was 1654 (day prior to birth was 51 and 84). The pt was given a bolus of insulin and later placed on an insulin drip for the next several hours. Subsequent glucose measurements were critically high until 0700 the following morning. The bd alaris IV pump was evaluated by the hospital biomedical engineering dept, and both the event logs as well as performance test (with same IV bag and IV solution as used on the pt) provided operating correctly. Blood glucose at birthday prior (on (B)(6) 2025) was 51 and 84. Ref report: mw5169285". A copy of the medwatch report from FDA was received, which states ¿bag of d10% 500 ml bag hung at 20:01 at 8 ml/hour. At 21:17, (the patient's IV site was noted to be swollen, and staff noted that half of the 500 ml IV bag was noted to be empty. It was estimated that the pt had 272 ml infused; however, the IV pump said 10.28 cc had infused during that time. Pt developed subcostal retractions, decreased oxygen levels and was subsequently placed on supplemental oxygen. The pt's blood glucose taken at 21:30 was 1654 (day prior to birth was 51 and 84). The pt was given a bolus of insulin and later placed on an insulin drip for the next several hours. Subsequent glucose measurements were critically high until 0700 the following morning. The bd alaris IV pump was evaluated by the hospital biomedical engineering dept, and both the event logs as well as performance test (with same IV bag and IV solution as used on the pt) provided operating correctly. Blood glucose at birthday prior (on (B)(6) 2025) was 51 and 84. Ref report: mw5169284".